Manufacturer narrative:
H10: the manufacturing location was selected as unknown due to system limitations. The manufacturing location for this product is bd-santo domingo. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 01/2026). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a biopsy procedure, after the first sample when tried to prime the device, it allegedly would not hold and kept coming out on its own. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one marquee biopsy device was received for evaluation. During visual evaluation, the device appeared to have residue throughout, the penetration depth marker was set to 25mm and the device was completely energized. No visual anomalies were noted to the device. Upon functional testing, the device was able to be fully primed with no issues. The device was further tested by cocking and firing the device 12 times at the 18mm and 25mm into a pork shoulder using the automatic and semiautomatic firing options. The device was able to prime and fire properly. All 24 samples were obtained. Upon additional functional testing, the device was again primed and the device was able to be fully primed with no issues. The device was further tested by cocking and firing the device using the automatic and semiautomatic firing options. The device was able to prime and fire properly. The device did not self-activate. Drop-test was also performed, and the device did not self-activate. No further functional testing performed. Therefore, the investigation is unconfirmed for the reported self activation issue as the received device did not self activate during functional testing. A definitive root cause for the alleged self-activation could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 01/2026), g3. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a biopsy procedure, after the first sample when tried to prime the device, it allegedly would not hold and kept coming out on its own. There was no reported patient injury.